Manufacturer narrative:
A replacement siderail was sent to the account to repair the bed. Repairs have not been completed.

Event description:
The accounts biomed stated the left siderail has a broken weld and will not latch in the up position.